Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck was 18-21 mm in diameter and 14.5 mm in length. During the index procedure a type ii endoleak was observed and left uncorrected. It was reported that one week post index procedure, the CT showed that there was either a distal type I endoleak or the previously reported type ii endoleak. The physician elected to monitor the patient. Two months later, a routine follow up CT revealed that there was a distal type I endoleak and the aneurysm has enlarged. The physician commented that the migration or dilatation of the left distal might be the cause of the endoleak. The physician elected to coil the internal iliac artery and extend the contralateral iliac limb with an endurant extension limb. The endoleak was resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (disease progression; iliac artery dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression; iliac artery dilatation).